Manufacturer narrative:
The device was received for evaluation. During functional testing, "no loading tube animation" was reproduced. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a related symptom within the past 12 months and the lower auxiliary assembly was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. The reported condition was verified. The cause of the condition was determined to be an out of calibration upper auxiliary assembly. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no loading tube animation. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.